Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband reported the death of his wife. Caller stated that the blood glucose level at the time of death was good. The cause of death was conjestive heart failure complicated by diabetes. Customer was wearing the insulin pump at the time of death. Nothing further reported.